Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colectomy, the reload was connected and the machine went black. Green button was pressed and handle was squeezed but device did not fire. Another device was used to complete the case. There was no patient injury.